Event description:
Customer reported her sensor was broken and that she had received a change sensor alarm. The customer's blood glucose was 18 mg/dl. She stated she had to treat her low blood glucose with an emergency glucagon pen. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).